Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, the customer's blood glucose was from 29 to 386 mg/dl. Customer was unresponsive when blood glucose was 29 mg/dl and customer's brother called the emergency services. Customer's high and lows sneak up on her. Customer will have a low at night and wake up with high blood glucose over 200 mg/dl. In the last two years customer has called emergency services twice for lows. Customer was contacted via email and requested a follow up call. Three attempts have been made to contact the customer, which were unsuccessful. The device is not returning for analysis.